Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). This is 2 or 2 medwatch reports regarding this event: 2032227-2015-52774.

Event description:
The customer reported via phone call that she was in the emergency room with high blood glucose and ketones on (B)(6) 2015. Customer had a no delivery alarm 3 days ago. Customer went to give insulin and received a no delivery again. Customer changed her reservoir and found there was insulin in the compartment. Customer's blood glucose was over 500 mg/dl at the time of the incident. Customer's current blood glucose was 160 mg/dl. Customer treated through the pump. Customer had symptoms of high blood glucose such as nausea and anxiety. Customer was released but she still had ketones. Customer treated with a manual injection but her blood glucose was still high. Customer was advised to do a complete set change. Customer mentioned that she had an old reservoir that was leaking at the bottom. Customer stated that the reservoir was thrown away and the leak was possibly past the first o-ring.